Event description:
The rptr states doing meter to lab comparison tests, within 5-10 minutes. The meter test was capillary, with a result of 176 mg/dl. The venous lab test result was 142 mg/dl. Rptr did not have any symptoms. A control test was in range, 114 (100-150). No harm was alleged.